Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side device rupture. Later, healthcare professional reported pain, deformation, lymph node swelling, hardening of the breast, capsular contracture baker grade ii diagnosed by ultrasound and MRI. Later reported ¿pleural calluses," "dd sarcoidosis¿ and "unbalanced lung parenchyma" diagnosed with MRI. The device has been explanted and replaced with another manufactures device.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ varied injuries: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ other ¿ medical: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ deformation: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side device rupture. Later, healthcare professional reported pain, deformation, lymph node swelling, hardening of the breast, capsular contracture baker grade ii diagnosed by ultrasound and MRI. Later reported ¿pleural calluses," "dd sarcoidosis¿ and "unbalanced lung parenchyma" diagnosed with MRI. The device has been explanted and replaced with another manufactures device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.